Event description:
Complainant alleged that the medics were treating a 39 year old male pt in ventricular fibrillation who was a victim of a motorcycle accident. The ambulance company had an eleven minute response time to the scene and the pt had been lying in the rd for an unspecified amount of time before the ambulance arrived. No intervention had been initiated prior to the arrival of the ambulance. Using the paddles (MFR date: 08/93) the medics attempted to defibrillate the pt at 200 joules, but received a "paddle fault" message on the screen, and the device would not deliver energy. The medics internally dumped the energy by changing the energy level and then attempted a second defibrillation, but the device would not deliver energy. The unit was shut off and turned back on. The unit came back up in "paddles" mode. The charge button on the apex paddle was pressed, but the defibrillation would not charge. The charge button on the unit was pressed and the unit charged but would not deliver energy to the pt. Upon the arrival of the air-transport crew, the medics obtained their defibrillator and were able to treat the pt. The pt subsequently expired. The complainant has indicated that there were several factors that made it "seem unreasonable that the defibrillator failure was related to the pt death", including the fact that the hospital found a "plethora of internal injuries that may have made this an unsurvivable incident."